Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) gd896688 and gd896308 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced fungal peritonitis and subsequently passed away due to another indication. Seven days prior to death, the pt was hospitalized for six days for the other indication. On an unreported date, while the pt was in the hospital, the pt was diagnosed with fungal peritonitis. The cause of the peritonitis was unknown. The pt was treated with an unknown IV-intravenous antifungal medication (dose and frequency unknown) for the peritonitis event. On the last day of hospitalization, the pt¿s pd catheter was removed and pd therapy was discontinued because hospice care was to be initiated. On that same day, the pt was discharged home from the hospital and put into hospice care. One day after discharge, the pt passed away. The cause of death was reported to be due to a left foot infection. At the time of death, the pt had not recovered from the peritonitis event. It was reported that an autopsy was not performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.